Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus in the morning that was not reflected in the pump history. Customer was certain the bolus was delivered because blood glucose level decreased to target level. Review of pump data by tandem technical support revealed that am and pm were switched on the pump. The bolus was recorded in the pm instead of am. There was no adverse impact to the customer.